Manufacturer narrative:
Product complaint # (B)(4). Additional information: d 9. Date device returned to manufacturer, d 9. Is device returned to manufacturer?, investigation summary: the product was returned for evaluation. Visual inspection evaluation was conducted on the returned device. The returned sample revealed that one opened sample that pertain to product code 1963 was returned for analysis. To evaluate the condition of the returned sample, the sample was received completely open, and one side was noted to be broken. Due to the damages found on the device, a possible cause for these conditions is due to improper handling during shipping or storage. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected information: d 9. Device available for evaluation?, h 3. Device evaluated by manufacturer?, g 6. Component code, g 6. Type of investigation, g 6. Investigation findings, g 6. Investigation conclusions.

Manufacturer narrative:
Product complaint # (B)(4). H6. Component code: g07002 - device not returned attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
It was reported that a pre-op to a neurosurgery on an unknown date the surgeon noted the absorbable hemostat package with an air leakage issue. Another device was used to complete the surgery. No adverse patient consequences were reported.